Event description:
It was reported that before a laparoscopic low anterior resection procedure, the trigger did not return to the home position smoothly after the clip was formed. This event occurred at last several firings. As the device was fired out of the patient after this event, no clips were remaining. Another device was used to complete the case was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty and locked out. The instrument is designed to lock out after all the clips have been fired; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "will not fire" (activation of the lock out mechanism). The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. No conclusion could be reached as to what may have caused the event reported.